Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed a complete separation at the collar, shaft damage (flattened) located 9.7 cm from the tip and 8mm in length, and tip damage (flattened). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The damage to the shaft and tip (flattened, separation) is likely attributed to being used in a procedure.

Event description:
Reportable based on device analysis completed on 25-jan-2019. It was reported that the device could not cross the lesion. A stenosed target lesion was located at left anterior descending coronary artery. A 145, 5-in-6 guidezilla was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable post procedure. However, device analysis revealed complete separation at the collar.